Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device - 9 months. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. The patient had reported a "knot" near the driveline exit site on (B)(6) 2016 that was approximately 5 cm round with a translucent area in the middle. The ¿knot¿ had been enlarging, and an increase in yellow purulent drainage and pain were reported. The patient was treated with antibiotics for chronic driveline infection. A wound culture grew staphylococcus aureus, stenotrophomonas maltophilia and corynebacterium striatum. A CT of the abdomen and pelvic region revealed a new, loculated rim-enhancing fluid collection in the anterior mid-abdomen, superficial to the lvad and driveline. The patient was treated with vancomycin, aztreonam, and meropenem. An incision and drainage procedure was performed, and the velour on the driveline was removed by the surgeon. Washout and debridement of the upper abdomen where the driveline was placed was then performed, and the upper abdomen was packed. A wound culture sent from the or grew the same bacteria. The patient was treated with levaquin and vancomycin post-procedure. The patient was discharged (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported driveline and pump pocket infection could not be conclusively determined. Driveline and pump pocket infections are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.